Event description:
It was reported that this pacemaker was an attempted implant. The patient was undergoing routine replacement. After connecting this pacemaker to the existing leads pacing was not delivered. The pacemaker was exchanged, and the procedure was successfully completed without adverse effects. The device is expected to be returned for analysis.